Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated

Event description:
Allegedly, x-rays of his left hip demonstrate that he does have proximal migration into the polyethylene of the femoral head consistent with chronic polyethylene wear.